Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, but remained functional. Reportedly, the reason for the cracked screen was unknown. Additionally, the pump had vertical lines running across the touch screen, making it difficult to read. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to an old pump for insulin therapy.